Event description:
Customer reported updating time, personal profile, or settings, which led to a blood glucose level below 50 mg/dl. Customer consumed sugar to address this low level. Technical support assisted in updating the target blood glucose setting and advised consulting with a healthcare provider when making such changes.